Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the suite computer did not boot. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the issue was caused by a defective suite pc and also the x-ray pc was also preventing the system from fully booting. The defective x-ray pc was returned for failure analysis and confirmed that the failed component was "hdd bay". The defective suite pc was returned for failure analysis which was also able to confirm that the failed component was "hdd bay" fse replaced the x-ray pc, suite pc, and installed the software. After the replacement of ray pc and suite pc, the system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1152-2024). The codes were updated based on the investigation outcome.